Manufacturer narrative:
A patient experiencing recharge burden was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a recharge burden, causing the battery to deplete quickly and therapy to shut off. As a result, surgery occurred to explant and replace the ipg, which resolved the issue.